Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed for a ventilator failure. There was no reported patient injury.